Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. It is important to note that the associated battery was not returned to zoll as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received, the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.